Manufacturer narrative:
H3 and h6 codes - updated the suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported problem was confirmed. The cause of the reported problem was defective latch/lock sensor. Replaced the defective latch/lock sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. All functional test of the device passed after the repair.

Event description:
It was reported that the cassette latch was not recognizing the lock, and the pump was not starting. The event occurred while in use with patient. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.